Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6), no misload was observed during loading. During first deployment as nodes 4 and 5 were reached in cusp overlap view, the valve frame from the coronary side dislodged above the annulus. The valve was recaptured and redeployed when the valve appeared restricted and an infold was noted. The valve was recaptured and total of 2 times and was removed. A procedural delay resulted from the infold. A second valve (B)(6) was loaded and attempted to be implanted. No misload was identified during loading. The valve was deployed to about 60 % when an infold appeared and the valve also dislodged above the annulus. Subsequently the valves were replaced with a non-medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-34, serial/lot#: (B)(6), ubd: 30-apr-2026, UDI#: (B)(4); continuation of d10: product ID: l-evolutfx-34 (lot: 0012229292); product type: 0195-heart valves; product ID: d-evolutfx-34 (lot: 0012248115); product type: 0195-heart valves; product ID: evolutfx-34 (serial: (B)(6); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: pre-implant computed tomography imaging provided from (B)(6) 2024. The aortic valve appears to be a sievers 1 bicuspid with fusion of the right coronary cusp and left coronary cusp. Raphe appears heavily calcified. Protruding calcification seen in right cusp. Annulus perimeter is 89.3 mm with a perimeter derived diameter of 28.4 mm suggesting a 34 mm evolut. Effective orifice area at 5 mm measured a perimeter of 92.2 mm and perimeter derived diameter of 29.4 mm consistent with 34 mm evolut. Aortic root angulation is 47°. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. It was reported that during initial deployment attempt, the valve dislodged aortic which required a recapture. The valve was then deployed just prior to the point of no recapture and fluoroscopic images showed evidence of an infold. The infolded valve was recaptured and redeployed a second time without resolution of the infold. Of note, recapturing an infolded valve will not resolve the infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. There is evidence that a new valve was prepped, loaded and fluoroscopic load inspection was confirmed a good load. However, another infold occurred during the deployment attempt. There is no evidence that an evolut was implanted. Though, it was reported that a non-medtronic valve was implanted instead. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.